Event description:
Title: new minimally invasive technique for repositioning of a subluxated retropupillary iris-claw iol using needle-assisted fixation. The aim of this study is to presents a modification of the needle-assisted retropupillary fixation technique for iris-claw intraocular lenses (iols), and introduce a novel, minimally invasive reenclavation technique for managing subluxated retropupillary iris-claw iols, between may 2022 and may 2023 in all patients who experienced immediate and significant visual recovery, with their baseline visual acuities reestablished postoperatively. 10/0 prolene (eth) was used through the corneal limbus, starting 1 mm behind it, from the 9 o¿clock to the 3 o¿clock position, crossing the anterior chamber. Reported complications: 10/0 prolene (eth) patient 2 (n=1). Recurrence of the subluxation treatment: underwent new vitrectomy. Haptic disengaged from the iris treatment: repeat disenclavations. In conclusion, the novel, minimally invasive technique for reenclavation of iris-claw iols, employing just three needles, eliminates the need for trocar insertion, infusion cannulas, or sutures. This approach offers significant advantages, including a shorter operative time and minimal surgical manipulation, leading to faster patient recovery and fewer complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: int j retina vitreous. 2025 mar 10;11(1):25. Https://doi.org/10.1186/s40942-025-00651-y pmid: 40065366; pmcid: pmc11892194.